Event description:
It was alleged that during a case the blade broke in the wrist. It was reported that the joint was irrigated out. Another blade was used to complete the case. It was also reported by the dr that there was no injury to the pt.